Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the patient died on (B)(6) 2020. He suffered from a ventricular fibrillation, which was correctly detected by the subject ICD, but not terminated due to a shock overload. The ventricular lead impedance and coil continuity were within normal range and no noise was observed in the episodes recorded in the device memory.